Manufacturer narrative:
Further information was requested but was not received. A patient had an mrsa infection was reported to abbott. The patient's system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient had an mrsa infection. As a result, surgical intervention was undertaken on an unknown date wherein patients system was explanted to address the issue.